Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a pod packing coil (packing coil) and a lantern delivery microcatheter (lantern). It should be noted that the patient¿s anatomy was mildly tortuous. During the procedure, the packing coil was advanced through the lantern and into the target vessel. It was reported that the packing coil would not take its intended shape. Therefore, the physician decided to retract the packing coil. While retracting the packing coil, the physician noticed via angiogram that the coil had unintentionally detached within the lantern. The physician then attempted to push the packing coil into the target vessel using the pusher assembly of the packing coil, but the packing coil became stuck within the lantern. Therefore, the lantern containing the detached packing coil was removed from the patient. The packing coil was then removed from the lantern. The procedure was completed using a new packing coil and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned packing coil confirmed that the embolization coil was detached. Evaluation revealed that the pet lock was intact on the proximal end of the pusher assembly, and the pull wire was in its original position on the distal end of the pusher assembly. If the packing coil is retracted against resistance, the pusher assembly may elongate beyond the reach of the pull wire and result in the embolization coil detachment. Further evaluation revealed offset coil winds on the embolization coil. If the packing coil is advanced against resistance, damage such as offset coil winds may occur. This damage likely contributed to the reported coil did not take its intended shape during the procedure. Further evaluation also revealed that the pusher assembly was wrapped around itself and kinked throughout its length. This damage was incidental to the reported complaint and occurred during packaging for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.